Event description:
(B)(4). This device case, which does not regard an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for the treatment of an unspecified indication. On (B)(6)-2010, it was reported that a humapen memoir pen had segments missing in the digital display. The humapen memoir is associated with product complaint (B)(4)/lot number 0903c03. The user and the user's training status were not provided. The device duration of use was not provided. The device was returned (B)(4)-2011 update (B)(4)-2010: additional information was received on (B)(4)-2010 from the product complaint safety database. Lot number 1003c02 was corrected to 0903c03. Updated product tab for humapen memoir and updated the narrative with the change. Update (B)(4)-2010: additional information received (B)(4)-2010 via global product complaint database. Added device specific safety summary, changed device malfunction value to yes not (B)(4) as the reportable malfunction not confirmed, updated (B)(4) device fields, added device return date.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: the user reported missing segments in the memoir pen's display. The actual complaint device (lot 0903c03, manufactured march 2009) was returned for investigation. The investigation did not confirm the reportable malfunction, missing dose number segments. The investigation determined that the device was in recurring reset mode that resulted from a weak battery. Malfunction confirmed. Corrective action - beginning with lot1006c01 (manufactured jun 2010), the manufacturer has changed battery suppliers and implemented a new battery in the device. The user manual addresses premature expiration, permanent errors and reset mode. There is no evidence of improper use or storage.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not regard an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for the treatment of an unspecified indication. On (B)(6) 2010, it was reported that a humapen memoir pen had segments missing in the digital display. The humapen memoir is associated with product complaint (B)(4) /lot number 1003c02. The user and the user's training status were not provided. The device duration of use was not provided. The use and return status of the device was not provided.